Manufacturer narrative:
The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. The power supply was replaced for the customer. Although there was no reported injury with this event, if the report of frayed power cord with exposed copper wires and sparking during use were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Event description:
Customer reported power supply for this device had exposed wiring on the corner that was going from the bank to the device and was sparking. There was no injury reported. This incident was captured under baxter complaint ref # (B)(4).